Event description:
It was reported in the medwatch report that (olympus received) when starting a flexible bronchoscopy procedure in a 65-year-old male patient the distal ring on the bronchovideoscope fell off while in the patient lungs. The ring was retrieved. No harm to the patient. Additional follow-up information was requested but not available at the time of the report.